Manufacturer narrative:
Info was received via published literature. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain add'l info; however, no info has been received to date. With the supplied info an exact cause cannot be determined at this time. It is not suspected that the product failed to meet specs. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that radiographic eval revealed the pt's humeral component had lucent lines of 2 mm or more in zones 2 and 5.